Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was scheduled for for replacement due to elective replacement indicator (eri) battery status. Upon interrogation, the device was found to be in storage mode. Once the device was taken out of storage mode, a powersupply error fault code was displayed. A guidant technical services consultant discussed that this fault code was related to battery depletion; however, it was not known when this device declared eri or end of life (eol). The device was explanted and returned for analysis.